Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The device was inspected by our filed service engineer (fse), the reported issue was confirmed. Issue investigated herein was related to pc 2024 and was solved by replacing expiratory channel printed circuit board (pcb). The device passed all performance tests and could be returned to clinical use. No device logs were received and the returned part has been requested but was not returned by the customer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).